Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio monitor for 6 of the 7-day prescribed wear period. The patient has no a history of reaction to medical adhesive or sensitive skin. The cause of the reported event cannot be determined however, skin irritation is an inherent risk of the device. The device manual's ¿warnings¿ section read as follows: do not use the zio monitor on patients with known allergic reactions to adhesives or hydrogels or with a family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient presented to the emergency room (ER) with a skin irritation and signs of respiratory distress, allegedly caused by the zio monitor. Immediately upon applying the device, the patient experienced difficulty breathing, dizziness, lightheadedness, and a burning sensation. Despite these reactions, the patient reported that the doctor advised continuing to wear the device. The patient was diagnosed with contact dermatitis. As part of the post-care treatment, the patient was prescribed prednisone (a steroid) and over-the-counter benadryl.